Manufacturer narrative:
The device was returned due to patient withdrawal difficulty and a distortion issue on the distal electrode. The reported distortion issue could not be confirmed. Electrode 1 met specifications of acceptable resistance values with no open or short circuits detected. Visual inspection revealed a kink and twist in the catheter shaft and stretched shaft material. Microscopic inspection revealed that the shaft material was torn, exposing the spring body tubing. However, the investigation confirmed that the catheter shaft outer diameter measurement was consistent with specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported patient withdrawal difficulty and distortion issues remain unknown. The cause of the shaft damage is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, the catheter was confirmed via fluoroscopy and an echocardiogram to be lodged in the ostium of the coronary sinus. The distal pole of the catheter was also confirmed to be distorted on the mapping system. A second catheter was inserted to complete the atrial fibrillation procedure. Afterwards, the patient was transported to the operating room and the catheter was removed by pulling on the device. There were no adverse consequences to the patient.